Manufacturer narrative:
D2 field corrected. Please refer to the attached analysis report.

Event description:
Reportedly, when a power-on 3g adapter and the subject home monitor were connected through a phone line, the status led on the monitor lighted in green and blinked. When the patient pressed the button for patient initiated transmission, the led flashed in red, indicating an error. Another home monitor was able to communicate with the same implant. The reported events were reproduced by the distributor on (B)(6) 2019.

Manufacturer narrative:
The event date and the sequence of events were corrected.

Event description:
Reportedly, when a power-on 3g adapter and the subject home monitor were connected through a phone line, the status led on the monitor lighted in green and blinked. When the patient pressed the button for patient initiated transmission, the led flashed in red, indicating an error. Another home monitor was able to communicate with the same implant. The reported events were reproduced by the distributor on 27 march 2019.

Event description:
Reportedly, the status led of the subject home monitor remained red during the pairing process and the process could not be completed.